Event description:
Respond edge study it was reported that atrioventricular (av) block 2, and left bundle branch block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading doses of 300 mg clopidogrel at the time of index procedure. A lotus introducer sheath was placed, and then a 27 mm lotus edge valve was implanted. A successful repositioning of the lotus edge valve was completed with partial and complete re-sheathing of the lotus edge valve in the delivery system catheter for deployment into the proper anatomical location, in accordance with the directions for use. The patient had left bundle branch (lbbb) block during the index procedure. No action was taken for the event. The subject was discharged home on aspirin and clopidogrel the three days after the index procedure. Post procedure event summary: seven days post index procedure, the subject was noted with new onset of av block 2. Eight days post index procedure, a new permanent pacemaker was implanted. Eight days post index procedure, lbbb and av block 2 were recovered. Five days later the patient was discharged home. It was further reported that: during the index procedure, there was difficulty found in locking the lotus edge valve. Hence, complete repositioning was done and the valve was deployed successfully. The subject was hospitalized, and medication was adjusted for the av block.

Manufacturer narrative:
A1: patient identifier:(B)(6). Device evaluation: the device was not returned to bsc and therefore device analysis could not be completed. The valve was implanted in the patient. The available media was reviewed by a bsc quality engineer. The media shows the deployment of a lotus edge valve which is then released in the annulus. Although the valve is not being visualized in the correct locking view, a gap is evident between the buckle and post at the non-coronary and right-coronary locking mechanism. In the next available series, the gaps between the buckles and posts at each locking mechanism appear to be closed and the final series which is timestamped 3 minutes and 35 seconds later shows the valve fully released in the annulus. The repositioning of the valve was not shown, and the cause of the conduction disturbance cannot be determined from the media made available for review.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that atrioventricular (av) block 2, and left bundle branch block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading doses of 300 mg clopidogrel at the time of index procedure. A lotus introducer sheath was placed, and then a 27 mm lotus edge valve was implanted. A successful repositioning of the lotus edge valve was completed with partial and complete re-sheathing of the lotus edge valve in the delivery system catheter for deployment into the proper anatomical location, in accordance with the directions for use. The patient had left bundle branch (lbbb) block during the index procedure. No action was taken for the event. The subject was discharged home on aspirin and clopidogrel the three days after the index procedure. Post procedure event summary: seven days post index procedure, the subject was noted with new onset of av block 2. Eight days post index procedure, a new permanent pacemaker was implanted. Eight days post index procedure, lbbb and av block 2 were recovered. Five days later the patient was discharged home.